Event description:
The MFR rec'd info alleging a portion of the ventilator's display screen was damaged and blank. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's lcd screen will be replaced to address the issue. During the evaluation of the device at the MFR's svc ctr, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.